Event description:
The customer reports the x-ray generator will not expose. A system reboot resolved this issue.

Manufacturer narrative:
(Eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA.